Event description:
Article was sent to livanova, which was reviewed. The article showed 4 patients had vns inducted sleep-disordered breathing (sdb) that decreased in a dose dependent manner when vns was adjusted down and disappeared completely when vns turned off. It concludes that their study provides further evidence of vns-induced sdb secondary to vns. Sleep apnea can be attributed to vns stimulation based on the article's report that the sleep apnea was vns induced sleep apnea in a dose dependent manner. Case 4: patient had both non-vns and vns-induced sdb. During vns off time, he had ahi of 23.5/h. With bipap the vns off time ahi was reduced to 17.8/h. With bipap the vns on time ahi was reduced to 20/h. When vns current was lowered from 1.75ma to 1.25ma, vns-induced sdb event decreased to ahi of 7.8/h. When vns was turned off, vns induced sdb disappeared. This MDR houses the report of patient case 4. MFR ref #1644487-2022-00475 houses the report of patient case 1. MFR. Ref # 1644487-2016-01571 previously housed the report of patient case 3. MFR. Ref # 1644487-2022-00462 houses the report of patient case 2.